Manufacturer narrative:
It was reported that at the time the surgeon was impacting the femur implant, the implant handle broke. Even with that, the implant could be placed in the patient and no other product had to be used. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at the time the surgeon was impacting the femur implant, the implant handle broke. Even with that, the implant could be placed in the patient and no other product had to be used.